Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy last (B)(6) the first bite was fine but during the second bite the needle broke in half and fell into the patient and got lost. The original procedure had to be stopped to perform an x-ray on patient. The needle was found. Another device was used to complete the case. The surgery was delayed about 45 minutes to 1 hour. Patient outcome is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, patient outcome is stable.